Event description:
It was reported that t: slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging again, issue resolved before call, and no further assistance was required and pump did not shut down or become unable to turn back on.